Event description:
It was reported that this brady lead was implanted for a day and explanted from the left bundle branch placement due to lead dislodgement. This brady lead was replaced with the same model and will be returned for analysis. No additional adverse patient effects were reported.